Manufacturer narrative:
There was no patient involvement and no patient information has been provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate the product and could confirm the reported issue. He address the failure to the ac mains board. He replaced the board and was thus able to remove the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not holding the warm temperature. There was no patient involvement.